Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in (B)(4) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On (B)(6) 2011, the patient was hospitalized for hernia repair surgery, and on an unknown date changed to hemodialysis and discharged. The patient was then returned to pd therapy on a unreported date. In (B)(6) 2011, on a unreported date, the patient experienced a recurrent hernia subsequent to a sneeze; however, was not hospitalized. On (B)(6) 2011, the patient was switched back to hemodialysis to see if the recurrent hernia would reverse on an empty peritoneum. Outcome of this episode was unknown. Pt was subsequently returned to pd therapy on a unknown date. On (B)(6) 2011, the patient returned to hemodialysis for unknown reasons. On (B)(6) 2011, the patient was diagnosed with peritonitis with culture positive gram negative organism. On an unreported date, the patient was diagnosed with adhesions and underwent a bowel resection of the ileum and right colon. On (B)(6) 2011, the patient was recovering from peritonitis, abdominal pain, adhesions and was discharged.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11a03058, h11f03065 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.